Event description:
During the removal of a guide wire after an arteriogram, approx 3 1/2" to 4" broke off and remained in the pt. On 4/11/95 the wire was surgically removed. Coating appeared to have separated from the wire.